Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter in two (2) pieces. Visual and tactile inspection was performed. There was blood in the guidewire lumen and the balloon was tightly wrapped. The hypotube was kinked 57cm from the strain relief and broken 60cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. Inspection under magnification revealed a shaft kink 18.5cm from the distal tip. No other damage or irregularities were noted. An inflation device filled with water was connected to the remaining distal end of the device by attaching a tuohy and a stopcock to the fractured hypotube. The device was inflated to rated burst pressure for five (5) minutes. The device maintained pressure with no indication of any leaks or anomalies. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.50mm x 15mm emerge balloon catheter was selected for use and advanced to dilate the lesion. Upon deployment of the balloon inside the patient, it failed to inflate. The device had not been fully inserted into the patient and was removed completely by manually pulling back while in the guide catheter. Upon further inspection, the balloon shaft appeared kinked and broken at another point. The procedure was completed with a different balloon catheter. No patient complications were reported and there were no adverse consequences.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.50mm x 15mm emerge balloon catheter was selected for use and advanced to dilate the lesion. Upon deployment of the balloon inside the patient, it failed to inflate. The device had not been fully inserted into the patient and was removed completely by manually pulling back while in the guide catheter. Upon further inspection, the balloon shaft appeared kinked and broken at another point. The procedure was completed with a different balloon catheter. No patient complications were reported and there were no adverse consequences.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.50mm x 15mm emerge¿ balloon catheter was selected for use and advanced to dilate the lesion. Upon deployment of the balloon inside the patient, it failed to inflate. The device had not been fully inserted into the patient and was removed completely by manually pulling back while in the guide catheter. Upon further inspection, the balloon shaft appeared kinked and broken at another point. The procedure was completed with a different balloon catheter. No patient complications were reported and there were no adverse consequences.